Event description:
Was prescribed a cologuard test by my primary provider as an alternative to a colonoscopy. He reported the results came back as positive. I found out later, a significant number, both positive and negative, are false. Cologuard test is marketed as an alternative to a colonoscopy. Yet a colonoscopy is required to confirm the results. A false positive wreaks havoc with unnecessary stress. But, think what the consequences are for the person who trusts cologuard and gets a false negative.